Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for a hypoglycemic event. The customer's blood glucose level was around 40mg/dl at the time of the hospitalization but the most recent glucose level was 140mg/dl. The customer states that the events leading up to admission were excessive drinking. The customer also states that her hypoglycemia could have been caused by taking too much insulin because she was unaware of what to do while drinking. Nothing further reported.